Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Hussain, k., ding, c., nazari, j., metzl, m., pursnani, a., & rosenberg, j. R. (2024). Utilization of 3-dimensional print technology and 4-dimensional intracardiac echocardiography (ice) imaging to manage left atrial appendage occlusion peridevice leak. Structural heart.

Event description:
Reported via journal article. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their six (6) week follow up imaging procedure. The computed tomography (CT) imaging showed that there was a 7mm device leak that was present. The physician made the decision to plug the leak with a non-bsc device. The procedure was successfully completed with the laa being fully closed. Six (6) weeks later CT imaging showed a successful closure of the laa. The patient did not experience any complications or consequences as a result of this event.